Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 24, 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant experienced right sided rupture with granuloma post procedure. There was a silicone leak under the lymph nodes. This was discovered through mammography. The patient also experienced right sided seroma, right sided capsular contracture, right sided lipoma, and a left sided cutaneous contour deformity. There was an indentation at the incision site. As a result, bilateral prosthesis replacement with 305cc mentor memoryshape breast implants was performed on (B)(6) 2020. The right sided rupture was reported initially under 1645337-2020-07736 on (B)(6) 2020. On (B)(6) 2020 mentor received additional information and initial awareness any left sided deficiencies. This report relates to the left sided device.